Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. The formed needle was inspected, and it was found to have a dull needle tip. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 37 and 48 hours. Investigation of the pod found a dull needle tip. The device was originally reported for leaking during wear.

Manufacturer narrative:
H3 field was updated to "yes".